Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced migration from the pocket area. Due to this, high out of range shock impedance measurements were exhibited. A pocket revision was performed in which the device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced migration from the pocket area. Due to this, high out of range shock impedance measurements were exhibited. A pocket revision was performed in which the device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.